Event description:
A malfunction alarm, specifically malf 12, was reported. There was no adverse impact to the customer's blood glucose level. The customer did not experience a repeat of the malfunction after technical support assisted in resetting the pump and provided instructions for future issues. The customer was able to continue using the pump and was advised to call back if any malfunction recurs.